Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far. A known good lead could be inserted completely into the connector port without difficulty. A lead insertion test was performed and the lead insertion into the connector port was within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported that during an implantable neurostimulator (ins) replacement, the lead could not be inserted all the way into the header block of the new ins. The lead could be inserted about &#59407;f the way before being stopped. In case it had something to do with it, the setscrew was undone further, but this did not help. In any case, the lead was able to make it past the position of the setscrew. The ins was never implanted and a second ins was used with no problems. The patient was programmed normally and went home. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.